Event description:
It was reported the patient arrived to the clinic and the implantable pulse generator (ipg) was unable to be interrogated. It was further reported that the patient had possibly been lost to follow up and was not having routine device checks. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Event description:
The device was returned with no additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.